Event description:
It is reported that a customer experienced high blood glucose and was hospitalized. The customer stated that they no longer use the insulin pump due to insurance reasons. The customer was disconnected over the phone while being transferred to a different department. The caller called back stating that they will call back later for more information. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.